Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. No further details were provided.